Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider via manufacture representative reported that the patient experienced high impedance values immediately after implant. The connection was checked and no visible defects were found. It was also noted that surgical intervention had occurred. The issue was resolved at the time of the report. The patient was reported to be alive with no injury. There were no further complications reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient had a tined lead test, which was positive. The implantable neurostimulator (ins) was connected one or two weeks afterwards. The physician wanted to restart the therapy in the hospital room of the patient and saw high impedance (>4000 ohms) on all the electrode points. A week afterwards, he did a revision and saw that the connection was okay (saw the blue dots in between the stimulator points). He disconnected the ins, connected a new ins, measured impedances with ins in the pocket, saw a few higher impedances (+- 2000 ohms) and some too high impedances (>4000 ohms). Took out the electrode and put in a new electrode, measured impedances between new electrode and new ins and everything was okay.

Manufacturer narrative:
Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.